Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 216mg/dl, and his blood glucose was treated with manual injections. The caller stated that the customer experienced stomach pain and nausea. The spouse stated that the customer had issues for the past three months with battery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.